Event description:
It was reported that during a da vinci-assisted sadi-s surgical procedure, while the customer was about to staple the bowel, the sureform 60 stapler instrument malfunctioned and the jaws would not open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The surgeon was trying to staple the bowel. There was no error message. The jaws of the instrument were clamped closed after they had been working and could not be open when commanded by the user. The customer did not use a release key and did not pry the jaws opens. The jaws were not stuck on tissue. There was no adverse effect to the tissue. There was no tissue removal. There was no bleeding. No images were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The stapler instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The jaws opened as expected after firing. Procedure logs were unable to be retrieved during this time. The instrument was fully functional. There was no problem detected.